Manufacturer narrative:
.

Event description:
Additional information noted that this ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range impedance measurements and noise and oversensing that led to inappropriate atrial tachy response (atr) events. It was noted that the pace impedance measurements are normally in the 600 ohms range. At this time the plan was to continue monitoring the lead. The system remains in service. No adverse patient effects were reported.